Event description:
The customer reported an electrical / mechanical error on the loudspeaker on their intellivue mp2 patient monitor. The device was in clinical use and there was no adverse event reported.

Event description:
The customer reported an electrical / mechanical error on the loudspeaker on their intellivue mp2 patient monitor. The device was in clinical use and there was no adverse event reported.